Event description:
It was reported that during a left oophorectomy procedure, the device went thru the testing fine. When they started to close the scissors, the device gave a "not functioning error". Tried another cord and the device would not go thru the testing. Pulled another device and worked fine. Completed the case with no further incident and there was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Additionally, the clamp arm was detached from the inner tube to better inspect the blade. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.